Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the piece of yellow plastic wire guide on the 8mm permanent cautery hook (pch) instrument was broken off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument gets inspected each run through central sterile services department (cssd). We will not sterilize items if they're not in good condition. It is unknown if the instrument collided with another instrument or tool during the procedure. We returned the instrument for investigation. No further information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have multiple indentations on the edge of the distal idler pulleys. The missing pieces measured 1.2 mm x 0.20 mm in size. The probable root cause of the mechanical indentations/burrs on distal pulley is attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.